Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the loss of image occured due to the damaged distal end of the light guide bundle.the distal end of the light bundle was heavily dented. However, a definitive root cause of the damage could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no image. The issue was identified during inspection for use for an unknown procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.